Event description:
It was reported that the procedure was cancelled due to leaking gas and patient was already sedated. A rotablator rotational atherectomy system was selected for use. During preparation, the pedal was leaking gas. The procedure was cancelled. No complications were reported and patient was stable.

Event description:
It was reported that the procedure was cancelled due to leaking gas and patient was already sedated. A rotablator rotational atherectomy system was selected for use. During preparation, the pedal was leaking gas. The procedure was cancelled. No complications were reported and patient was stable.